Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent was dislodged from the balloon. The procedure was completed with a new promus. There were no reported pt effects. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was no contrast visible. The stent implant was stationary on the balloon and partially dislodged. The distal end of the stent implant was located 1.2 cm distal to the distal marker. The proximal end of the stent implant was located 1.2 cm distal to the proximal marker. There was fibrous material entangled in the first row of struts at the proximal of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There was a kink in the inner/outer members 1.3 cm distal to the guide wire exit notch. There were multiple bends in the hypotube due to how the sds was returned in a coiled configuration. There was no other damage noted to the sds. The protective sheath was not returned. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements were oversized and did not meet manufacturing criteria. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.